Event description:
It was reported that the dependent patient presented for a follow up in clinic with syncope due to noise that was over-sensed by the right ventricular lead. Programming changes were made to resolve the issue. The patient was in stable condition.